Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was defective. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, after intravenous infusion of drugs, the indwelling needle was placed in the patient's body and sealed. It was found that the patient's blood returned repeatedly after sealed. After careful examination, it was found that the tube could not be clipped by the clamp.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9239040. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was defective. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, after intravenous infusion of drugs, the indwelling needle was placed in the patient's body and sealed. It was found that the patient's blood returned repeatedly after sealed. After careful examination, it was found that the tube could not be clipped by the clamp.